Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited noise and oversensing on this right ventricular (rv) channel. The oversensing resulted in inappropriate anti-tachycardia pacing (atp). The rv lead trend showed low intrinsic amplitude occasionally. Technical services (ts) recommended to perform lead revision. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was surgically abandoned and a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited noise and oversensing on this right ventricular (rv) channel. The oversensing resulted in inappropriate anti-tachycardia pacing (atp). The rv lead trend showed low intrinsic amplitude occasionally. Technical services (ts) recommended to perform lead revision. This rv lead remains in service. No adverse patient effects were reported.